Event description:
The patient experienced thrombosis and died. A synergy xd was implanted. The patient presented with stent thrombosis and died.

Manufacturer narrative:
E1 initial reporter address:(B)(6). B2 date of death, b3 date of event, d6a implant date: used the first day of the month bsc became aware of this event as specific dates were not provided.